Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The date/time that the alleged product issue began is unknown. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took more food/drink on (B)(6) 2015 (time not provided) whilst in hospital in response to the alleged product issue. The patient denied that symptoms developed; however he stated that he was hospitalised on (B)(6) 2015 (time not provided) where he received hcp treatment of oral diabetes medications. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the meter did not turn on when the power button was pressed, there was no indication of product misuse and based on information provided, the battery did not need replaced. The patient was unable/unwilling to state if the subject meter turned on if a new test strip was inserted, whether the alleged product issue could be resolved with training or whether the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient stated that he was hospitalised and received hcp treatment for diabetes after the alleged inaccuracy began. This treatment does meet lifescan¿s criteria for a serious injury.